Manufacturer narrative:
Citadel bed frame system instruction for use (IFU, 830.213 rev.13) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.13) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ there was found no device malfunction that could contributed to the fall. The exact cause of the reported fall could not be determined. Arjo device did not fail the specification. The device was in use for the patient treatment when the event occurred. The complaint decided to be reportable due to allegation of the patient fall.

Event description:
It was claimed that the patient fell out of the bed and the nurse call claimed that no nurse cable was delivered for that bed. No injury was sustained as a result of the fall. After contacting the facility, it was established that the side rails were up; the bed was in lowest position; the patient was found at the end of the bed on his knees, after sliding out between the rails and the end of the bed. The bed alarm itself was on and going off in the room.